Event description:
It was reported on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient¿s annulus measured at 92 mm, and the length of the membranous septum is unknown. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-procedure electrocardiogram (ECG) demonstrated sinus rhythm with right bundle branch block (rbbb). During the procedure, while in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, and the pigtail position was confirmed to be at the bottom of the non-coronary cusp (ncc). Pre-dilatation was performed with a 25 mm non-abbott balloon while pacing via a temporary wire at 180 bpm. The first deployment attempt appeared too high, with a depth of 1 mm at the ncc and 3 mm at the left coronary cusp (lcc), and the valve was fully recaptured. A second deployment attempt demonstrated appropriate depth at approximately 80% deployment (3 mm ncc and 4 mm lcc). The valve was well expanded, and no incomplete stent opening (iso) was observed. A decision was made to release the valve. Final valve position was reported as good, with a depth of 4 mm at both the ncc and lcc. A trivial leak was noted with a gradient of 8 mmhg; no intervention was performed as it was considered acceptable by the physician. The patient remained in sinus rhythm with rbbb throughout the procedure and left the catheterization lab with a temporary pacemaker in place. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. On (B)(6) 2026, the patient remained in sinus rhythm with rbbb; however, 3¿5 second pauses were observed on hospital telemetry. A decision was made to implant a permanent pacemaker, which was successfully performed. The patient did not require a prolonged hospital stay and was reported as stable prior to discharge. The implanter classified the event as related to the patient¿s history.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.